Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The cadiere forceps instrument was analyzed and found to have a frayed grip cable at the distal end. The complaint regarding a defective device was confirmed by failure analysis.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: during the disposal of the reported instrument, it was found that the wires were exposed and protruding. The instrument functioned during the operation and did not need to be replaced. The patient was not harmed. During the operation, the first segment of the right lung was resected, and a lymphadenectomy was performed. The surgery took place on april 9, 2025. Patient information was provided.